Manufacturer narrative:
Additional info for sculptra (lot # 1a7018, exp date 30-jun-2009) from (B)(4): the review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info received from a registered nurse at a physician's office on (B)(6) 2008: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) (lot # 1a7018, exp date unk) for cosmetic purposes on (B)(6) 2008 (during the training that the physician received). The reconstituted poly-l-lactic acid was injected lateral to the left side of the pt's mouth, in or near the marionette line. The pt returned for a facial, and the reporter noticed a "bump," (size not specified), in the area where poly-l-lactic acid was injected. The pt is due to return for an assessment by the physician . At the time of this report, the event is ongoing. No further medical info was reported.